Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. Additional information was requested, and the following was obtained: what was the surgical procedure? What tissue was being fired upon? What stapler that was used with the blue reload? Will the gun be returned for analysis as well with the reload? Was there a video of the procedure available? Was buttressing material used? How was the device specifically cleaned in between firings? Was this the first firing of the device? If not, how many times had it been fired before? Were there any other staples, clips or other hard objects in the area of the firing? Can further detail be provided regarding what is meant by ¿we saw the stomach tissue shift¿? Was the device fired in one continuous firing or was pulse firing utilized? Was there any additional medical or surgical intervention required? What is the current status of the patient? There is no further information available and the sales consultant is on holiday till end of january.

Manufacturer narrative:
(B)(4). Date sent 1/15/2026. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? What tissue was being fired upon? What stapler that was used with the blue reload? Will the gun be returned for analysis as well with the reload? Was there a video of the procedure available? Was buttressing material used? How was the device specifically cleaned in between firings? Was this the first firing of the device? If not, how many times had it been fired before? Were there any other staples, clips or other hard objects in the area of the firing? Can further detail be provided regarding what is meant by ¿we saw the stomach tissue shift¿? Was the device fired in one continuous firing or was pulse firing utilized? Was there any additional medical or surgical intervention required? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure and during firing, we saw the (stomach) tissue shift on the left side of the cartridge. The staples on the right were normal but deformed on the left. We sutured the "failed" staple with stratafix 3-0. An additional blue test was performed, which revealed leakage. Tissuecol spray was applied to the staple. The patient was given a nasogastric tube extending past the staple and a large drain was inserted. It is not yet known whether the patient will suffer permanent damage. Patient status/ outcome / consequences --> yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? --> prolonged procedure with interventions to fix staple line.